Event description:
Rn opened abg [arterial blood gas] syringe and realized the cap on the product does not even fit the syringe properly or snug at all. Falls right off. Saved packaging and brought to office. "Line draw arterial blood sample syringe" ref: 4042-2 3ml. Portex.